Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, low intensity lights were noted due to defective light emitting diode (led) unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the visera elite ii video system center had unsatisfactory image quality. It was noted, image and color reproduction was inconsistent and did not adjust to changes in distance from the object. It was also noted, during work, image was blurry. Subsequently, the procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the unclear image and the low brightness was due to the absence of the led unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.